Manufacturer narrative:
On 24-sep-2024, bwi received additional information indicated that there was a causal relationship to the study procedure and the study device. Patient fully recovered. The adverse event was considered expected/anticipated. It was also indicated that the patient had prolonged hospitalization. Section b2 has had the selection for prolonged hospitalization checkmarked. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced heart failure which did not require intervention or prolonged hospitalization. The physician's opinion on the cause of the adverse event was the procedure. Other relevant history includes congestive heart failure (class ii), hypertension (systemic).